Manufacturer narrative:
This lead will not be returned for analysis. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant procedure this lead exhibited high out of range pace impedance measurements. The lead was thus not used. Due to covid-19 conditions the hospital required the lead not be taken out of the catheter lab, thus the lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant procedure this lead exhibited high out of range pace impedance measurements. The lead was thus not used. Due to covid-19 conditions the hospital required the lead not be taken out of the catheter lab, thus the lead will not be returned. No adverse patient effects were reported.